Event description:
It was reported that the patient with this left ventricular (lv) lead presented to the emergency room. The patient reported positional extracardiac stimulation. An interrogation was performed and found lv pacing impedance measurements were high out of range and had triggered a lead safety switch. The field representative completed reprogramming. Additional information provided a x-ray was completed. The x-ray appeared to show the lv lead to be in the original implant location. After reprogramming normal impedance measurements were exhibited. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this left ventricular (lv) lead presented to the emergency room. The patient reported positional extracardiac stimulation. An interrogation was performed and found lv pacing impedance measurements were high out of range and had triggered a lead safety switch. The field representative completed reprogramming. Additional information was requested but not provided at this time. This lv lead remains in service. No additional adverse patient effects were reported.